Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer thought the infusion set may have been the cause of occlusion; however, cannula was not kinked. Customer's blood glucose was 250 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.